Event description:
The customer returned the Intestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician observed that the device had foreign objects within the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.